Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced mtmr (right master tool manipulator). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The mtmr was installed onto the system and powered up. Sine cycle and a test drive were performed; mtm failed grip calibration. Tests performed via matlab failed. The complaint was confirmed based on the field evaluation and failure analysis. The damaged inner and outer grip springs were the root cause of the reported event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the right master tool manipulator (mtm2). System tested and verified as ready for use. The complaint was confirmed based on field evaluation. A return material authorization (RMA) has been issued for the return of the mtm.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer found that the grip of the right master tool manipulator (mtmr) on the surgeon side console 2 (ssc2) was not working properly. The customer clarified that the mtmr would not open/close the grips of the instrument fully and had issues with the instrument rotation. The technical service engineer (tse) reviewed the system logs but found no related errors. The customer confirmed that the mtms on the ssc1 worked well; they then abandoned the ssc2 and continued the case on the ssc1. The procedure was completed with no reported injury.